Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. However, incidents of this nature have generally been attributed to the needle being subjected to some type of trauma during use that stresses the device beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There are no other reports of this nature against the reported lot numbers. Review of the nonconforming lot report database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports spinal needle broke in patient and had to be surgically removed. No long term injury to patient. Customer did not save product and no other information is available regarding the incident. Two possible lot numbers reported: lot # 0061300909 - mfg: 02/2013 - expiration: 09/30/2014; lot # 0061302606 - mfg: 02/2013 - expiration: 09/30/2014.